Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have been having trouble with their implant. The thing was not working correctly, meaning they have been wearing depends and cannot make it to the bathroom without voiding. Patient was also retaining a large amount of urine. Patient tried upping the numbers and that had not helped. The symptoms started about 2 months ago. The patient reported no falls or traumas but mentioned they have had weight loss. Reviewed how to change programs per patient request. Patient stated they had never experienced therapy turning off when changing programs as the device is designed to do. Patient was able to change from program 3 to program 4 and therapy turned off as expected. Recommended patient increase stimulation until they can comfortably feel stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.